Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose level. Technical support investigated the battery depletion but did not find any relevant data, and subsequently closed the case as the customer declined further follow-up.